Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins pocket was sore. The rep reported that the patient wanted the ins moved from his left back to his left flank. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient was seen at the clinic for follow up on (B)(6) 2017. According to the health care professional (hcp) the patient was much happier with the pocket revision and the wound was healing well. Previously the patient was simply not happy with the placement of the stimulator battery. No patient symptoms or complications were reported in this event.